Event description:
It was reported that the customer has experienced high bg levels (200-350 mg/dl). The customer doubled his dose of insulin and his bg levels came down. The pump appears to be functioning as intended.

Manufacturer narrative:
The device has not been returned for evaluation. Should new information become available a supplemental report will be submitted.